Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and noticed the defective solenoid driver board. This board was recently placed in november 2017, during a field actions. To fix this issue, the fse replaced the solenoid driver board. The repairs were completed and the iabp was released for clinical use.

Event description:
T was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) would not turn on. No patient was involved and no adverse event was reported.